Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that following an unrelated implantation procedure where another implantable neurostimulator (ins) system was implanted, the patient's dystonia became aggravated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.